Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient did not remember if the dexcom mobile device showed him he was getting low. The episode occurred after the sensor was inserted in the abdomen. He could not remember what the cgm reading was prior to losing consciousness. The patient was found by the parent who checked the bg which was 20 mg/dl. The patient could not recall the reversal of hypoglycemia and woke up and felt extremely confused after the incident. He was feeling better at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.